Event description:
Reportedly, during the implant attempt, difficulties were encountered while operating the fixation mechanism of the device. Once positioned and fixed, it was decided to reposition, but retraction of the helix was not possible despite the use of several stylets. Another lead was subsequently implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.